Event description:
The customer reported experiencing multiple occlusion alarms, including alarm 2 and alarm 26, which led to elevated blood glucose levels exceeding 500 mg/dl. Specific values were not provided, but readings were described as "high." To address the high blood glucose levels, the customer administered correction injections using multiple daily injections (mdi) and did not require third-party assistance. Despite recurrent occlusion issues, the customer declined further assistance beyond resuming insulin, and the case was closed by technical support.